Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in.pact av access paclitaxel eluting balloon catheters were used to treat the left venous outflow. Approximately 19 months post procedure, patient suffered aneurysm of the avf and was treated with surgical intervention (open aneurysm repair) of the venous outflow. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.